Manufacturer narrative:
Investigation/conclusion: the customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
The caller alleged a discrepant high inratio inr result in comparison to the laboratory inr result and an alternate point of care (poc) inr result. Results are as follows: (B)(6). Therapeutic range: unknown. The time between testing on (B)(6) 2015 was one and a half (1.5) hours. The time between testing on (B)(6) 2015 was ten (10) minutes. There was no reported adverse patient sequela. The caller was unwilling to provide any additional information.